Event description:
Same case as MDR ID#:2134265-2013-00685 and 2134265-2013-00677. It was reported that during percutaneous coronary intervention (pci) procedure, pullback stopped. Vascular access was obtained via the radial artery. The 75%-90% stenosed target lesion being treated was located in the right coronary (rca) artery. During auto pullback of ilab motordrive for pre imaging, on the first attempt, the pullback stopped, and the image was also lost. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).